Event description:
Information was received from the patient regarding their external equipment. The patient reported they were having problems with the handset and communicator off and on for a couple weeks. Patient stated they had to hunt all over their body for the communicator and it was not responding properly. Patient stated the pump was in her back. Patient said they were able to connect to the pump after 20 minutes of searching for the pump and the communicator was right over the pump. Patient stated they saw the percentage go up and then stuck at 90%. Patient stated they get 4 bolus a day. Agent reviewed device function. Patient service assisted patient to clear data from the handset. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.